Manufacturer narrative:
Philips received a complaint on the heartstart mrx indicating that there is a co2 calibration problem. There was reportedly no patient involvement. A philips field service engineer (fse) evaluated the device onsite and it was determined that this was a malfunction of the etco2 module. The customer ordered a replacement etco2 module to resolve the issue. The device remains at the customer's site. No further action is warranted at this time.

Event description:
It was reported to philips that the device experienced a co2 calibration problem. There was no reported patient impact or injury.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.